Event description:
It was reported that during a cardia cancer resection procedure, the device was difficult to fire. When the device was removed all of the staples were malformed. The case was completed by hand suture. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was received with the breakaway washer uncut but with an indentation, indicating that the instrument had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. This is evidenced by the breakaway washer being returned uncut but with an indentation around the entire circumference. The instructions for use state, "to fire, squeeze the firing handle with a firm, steady pressure. The surgeon will feel reduced trigger pressure and hear a crunch as the instrument completes the firing cycle." Also, "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale." The instrument fired and formed all the staples, as well as completely cut the test media and the breakaway washer without inicident.